Event description:
The customer reported receiving a motor failed self test alarm. The customer stated the alarm was recurring. Customer also reported a lost sensor alarm occurring with their transmitter. The customer's blood glucose was 70 mg/dl. Customer also reported the correct bolus amount was recorded in the bolus history during troubleshooting. The customer was advised their insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and communicated properly with the test transmitter. No lost sensor alarm was noted. The insulin pump was received with a cracked case at a display window corner.